Event description:
Baxter sales rep received a report from customer claiming that there was a pin-hole leak in their IV set. Upon further investigation it was reported the leak is located in the tubing of the set between the drip chamber and the first injection site. Leak was discovered during patient use. No patient injury or medical intervention has been reportede at this time.